Manufacturer narrative:
Concomitant medical products: product ID 748925, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 748925, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 3998, lot# v110880, implanted: (B)(6) 2008, product type: lead; product ID 3550-09, lot# l84562, implanted: (B)(6) 2001, product type: accessory. (B)(4).

Event description:
The consumer reported that the implantable neurostimulator (ins) was not working and the device had quit holding a charge. It was noted that the patient had an appointment with the healthcare professional scheduled for (B)(6) 2015. There were no reported patient symptoms. No outcome or troubleshooting/interventions were reported for this event. Further follow up is being conducted to obtain this information. If additional information becomes available, a follow up report will be sent. The patient&#38112;indications for use included post lumbar laminectomy syndrome.

Manufacturer narrative:
Other applicable components are: product ID (B)(4) lot# v110880 serial# implanted: (B)(6) 2008 explanted: product type lead product ID (B)(4) lot# serial# (B)(4) implanted: (B)(6) 2008 explanted: product type extension product ID (B)(4) lot# serial# (B)(4) implanted: (B)(6) 2008 explanted: product type extension product ID (B)(4) lot# v110880 serial# implanted: (B)(6)2008 explanted: product type lead product ID (B)(4) lot# l84562 serial# implanted: (B)(6) 2001 explanted: product type accessory if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a consumer on 2017-07-06 that the previous stimulator and leads were removed because of a lead issue where they broke the wires by being dragged by a horse and it quit working. This revision had already occurred on (B)(6) 2016. The issue started well over a year to a year and a half before the removal occurred (around 2014). It was noted that everything was working now with the new implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. The patient's weight at the time of the event was (B)(6)pounds. The status of the ins and lead that were removed remains unknown at this time.